Event description:
The customer used ih-card abo/d(dvi-)+rev a1,b lot 8024020 on this ih-1000 and reported that negative reactions were evaluated as 1+ positive by the instrument ih-1000. The customer stated that the reactions were visually evaluated clearly negative. The customer did not provide the date of event but described the issue as "ongoing". Because no clear indication was given regarding the date of event, we refrain from fling several reports with unknown date of event. The customer did neither provide the complaint sample ih-card abo/d(dvi-)+rev.a1, b for investigational testing nor the patient samples that had caused false positive test results. Therefore, our quality control laboratory tested their retention sample of the allegedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correctly evaluated. We did not observe any false positive reaction. The daily journals with pictures and the corresponding trace files of the affected instrument ih-1000 were evaluated. On some images a haze above the pellet of the negative reaction with the anti-b was observed. This haze led to the 1+ interpretation of the instrument instead of clearly negative, although the pellet was as flat as it should be for a negative reaction. Due to the flat pellet the customer modified the affected results from positive to negative. . Based on the images and the outcome of the investigation the complaint was classified as confirmed -epp (expected product performance). The images provided by customer showed a haze above the pellet which resulted in a 1+ positive result by the instrument instead of a clearly negative. This haze above the negative reactions with the anti-b occurred only in individual samples and appeared to be a sample-related phenomenon. Based on the haze observed, the instrument's interpretation of the reaction was reasonable. A general lot problem was not identified. The complaint sample was not available for investigation and the retention sample reacted as expected. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our intial report on this incident.

Event description:
The customer used ih-card abo/d(dvi-)+rev a1,b lot 8024020 on this ih-1000 and reported that negative reactions were called 1+ positive by the instrument ih-1000. The customer stated that the reactions were visually evaluated clearly negative. The customer did not provide the date of event but described the issue as "ongoing". Because no clear indication was given regarding the date of event, we refrain from fling several reports with unknown date of event. The customer did neither provide the complaint sample ih-card abo/d(dvi-)+rev.a1, b for investigational testing nor the patient samples that had caused false positive test results. Therefore, our quality control laboratory tested their retention sample of the allegedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correctly evaluated. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. One of our field service engineers was onsite and collected the daily journals with pictures and the corresponding trace files. Investigation of this material is still ongoing.